Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the left ventricular (lv) lead was a case of attempted implant due to product performance issue. An attempt to obtain additional information was unsuccessful. This lead was never in service. No adverse patient effects were reported.